Event description:
High capture threshold on the right ventricular (rv) lead was noted. During lead revision, the guidewire could not be inserted into the lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, only the connector portion on the lead was returned in one piece for analysis. Visual and x-ray inspection of the lead revealed the inner coil at the connector region severely over torqued consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. It was not possible to perform the stylet insertion test during analysis due to the as received condition of the inner coil. The cause of the reported event ¿not possible to introduce the wire¿ was isolated to the over torqued inner coil, consistent with damage occurring at the time of procedure. However, based on the information received, the cause of the reported incident of high capture threshold could not be conclusively determined.